Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). Since the implant on (B)(6) 2015, the patient had never been able to get any bars, but she has been able to keep up a charge. Since being reprogrammed, the patient was no longer able to turn on the stimulation as the battery drained too quickly and she was spending several hours a day trying to keep it charged. The patient didn't have any problems recharging the previous ins and the same pocket was used. Data obtained from the ins revealed the patient used the ins 7% and that 107 hours of the ins was used 100% on group b. The impedances were between 746 and 1035 ohms using electrode 2 as the reference. Group a was programmed as followed: a1 (1-, 2+) at an amplitude of 1.7 volts, pulse width of 400 us, and rate of 100 hz and a2 (3-, 4+) at an amplitude of 1.8 volts, pulse width of 420 us, and rate of 100 hz. Group b was programmed as followed: b1 (9-, 10+) at an amplitude of 1.6 volts, pulse width of 510 us, and rate of 120 hz and b2 (3-, 5+) at an amplitude of 1.7 volts, 510 us, and 120 hz. Group c was programmed as followed: c1 (1+, 2-, 3+) at an amplitude of 0.8 volts, pulse width of 600 us and rate of 120 hz. Cycling was off. Based on the provided settings, the technical services specialist calculated an estimated recharge interval of 8.5 days if the ins was fully charged to 100%. Based on the settings for group a, a recharge interval of 11.5 days was estimated if the ins was fully charged to 100% and a recharge interval of 22 days was estimated for group c if the ins was fully charged to 100%. It was reviewed the duration of the recharge session really depends on the battery percentage started with. It was also reviewed that there may be a chance that the ins was flipped since the same pocket was used and the previous ins' dimensions were larger. Additional information from the customer reported the ins communicates fine with the patient programmer and clinician programmer. The recharging report was provided by the manufacturer representative on (B)(4) 2017. It indicated the following: the recharge sessions were all from (B)(6) 2017, the average coupling was zero, and the ins voltage did not really change. A normal antenna temperature was observed and only session two was 36 minutes while all others were below 10 minutes. The battery was at 36 percent. The coupling of zero remained the problem. An x-ray had not been performed to determine if the ins was flipped, but it was suggested to the team. Additionally, it was suggested to check whether any of the leads coiled behind the battery have moved forward to in front of the battery and to test the depth with an ultrasound. It was believed that the ins was deeper than 1 cm but had been challenged by the clinical team. It was thought it was fairly parallel as it didn't make a difference on the patient's position for the recharge ability. No patient complication was associated with the event. The cause was of the recharging issues was not determined and was still on-going. It seemed to be multifactorial. It was believed the ins was too deep. The ins was still in situ and it was unsure if and when it will be explanted and returned. If they go to surgery, they will do a depth test and recharger tests on the battery with a sterile barrier to determine whether they can get more bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. Additional recharging statistics were provided. Statistics for six recharge sessions that all occurred on (B)(6) 2017 were present. Average coupling for all six session was zero. The sessions lasted 8 minutes, 6 minutes, 2 minutes, 36 minutes, and 6 minutes. Only the session lasting 36 minutes increased ins battery voltage, going from 3.745 to 3.750 volts.